Event description:
It was reported that the patient tripped and fell. A large number of rate drop episodes were observed since the patient's last visit. The pacing mode was changed and device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.